Event description:
It was reported that the user experienced hyperglycemia to 376 mg/dl after announcing and eating a meal with higher sugar content than expected while using the ilet with a steel 6 mm contact/detach infusion set; the user was running low on insulin, and a complete supply change was performed with cartridge and infusion set replacement, including connector and connect adaptor swap, after which insulin therapy was resumed and glucose subsequently regulated. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.